Event description:
Per the clinic, the patient experienced pain at the abutment site. The patient was placed under general anesthesia on (B)(6) 2021, in order to remove overgrown tissue and remove the abutment. The implanted device remains.